Manufacturer narrative:
The cervical plate was returned for evaluation and radiographs were provided that confirmed the alleged complaint. Examination of the returned plate identified the left arm of one of the locking mechanism was fractured off but not returned for evaluation; additionally, the two screw ports adjacent to the damaged lock were both observed to have contact marks and were slightly deformed and consistent with extreme off angled screw approach and plate contact. Note that screws were not returned for evaluation. No definitive root cause could be determined though the damage observed to the screw ports and lock mechanism suggest forced contact with proud screw placement as the cause or contributor to this event. Production records were reviewed and found no non-conformances, discrepancies, or other issues that would have caused or contributed to this event. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery." "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. These devices are not intended to be used as the sole support for the spine. While proper selection can minimize risks, the size and shape of patient anatomy may present limitations on the size of the chosen implants. The nuvasive acp system is designed to assist in providing an adequate biomechanical environment for fusion. If a delayed union or nonunion occurs the implant may fail due to metal fatigue. Patients should be fully informed of the risk of implant failure." "Bending of the nuvasive acp system is not recommended. Bending will compromise the mechanical performance of the plate and may adversely affect fit and function of the screw retaining mechanisms. If bending is unavoidable, be certain to bend the plate between the screw holes and retaining mechanisms. Inspect the plate for damage after bending. Implant components should be handled and stored appropriately to protect them from unintentional damage." "The surgeon should avoid introducing notches or scratches into the plate surfaces as these may induce premature failure of the component. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. To prevent compromising the bone-screw interface, caution should be taken not to over-torque the temporary fixation pin once it has tightened against the plate. To allow for proper utility of the locking mechanism during screw placement, use a drill-guide with the awl and/or drill to create a centered screw hole into the vertebral bodies. Caution should be used when placing bi-cortical screws to avoid perforation of the posterior cortex. Care should be taken when using screws longer than 15mm at greater than 10° medial convergence as screw contact may occur. Follow proper instrument selection as specified in the surgical technique. The nuvasive acp system is designed to provide biomechanical stabilization as an adjunct to cervical fusion and should be used with anterior column support. Without anterior column support, its use may not be successful. Spinal fixation should only be undertaken after the surgeon has had hands on training in this method of spinal fixation and has become thoroughly knowledgeable about spinal anatomy and biomechanics. A surgical technique is available for instructions on the important aspects of this surgical procedure. Postoperative evaluation of the fusion and implant status is necessary. The surgeon may remove the implant once a solid fusion is obtained. The patient must be informed of the potential of this secondary surgical procedure and the associated risks. Care should be taken to ensure that all components are ideally fixated prior to closure." "Pre-operative warnings: 3. Care should be used in the handling and storage of the acp implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the acp implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the acp implants if there is any evidence of damage. 4. Refer to cleaning and sterilization instructions below for all non-sterile parts. 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques. 9400042-en."

Event description:
We had an acp plate removal today due to screw back out and non-union. Acp plate and modulus implants were originally implanted on (B)(6) 2021 and the patient was brought back on (B)(6) 2022 due to screws noticeably backing out on imaging. The cam lock was fractured- the broken piece was retrieved from the patient. No further patient impact was reported. No additional information is available.